Event description:
It was reported that the survey respondent mentioned that the instructions for use (IFU) do not provide enough information about the product and its medical application. The instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) in reference to bardex® i.c. Female length, 2-way foley catheter with syringe (no french size specified).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be illegible print & missing print. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the survey respondent mentioned that the instructions for use (IFU) do not provide enough information about the product and its medical application. The instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) in reference to bardex® i.c. Female length, 2-way foley catheter with syringe (no french size specified)